Event description:
Customer reported she was having issues with high blood glucose being high. Customer stated the night prior blood glucose was low at 40 mg/dl. In the morning it was over 439 mg/dl. Came down to 191 mg/dl by the time she went to bet it went up to 394 mg/dl and currently it was 522 mg/dl. Customer stated she bloused and blood glucose was not lowering. Customer stated on december 21 had similar event and blood glucose was in the 500 mg/dl range. Highest blood glucose customer had today been 600 mg/dl. Symptoms were thirsty, urination and headaches. Drive support cap appeared to be normal. Air bubbles noted halfway of the tubing and removed. Manual prime was performed, insulin exited, and no leaks noted. Settings were correct. Low reservoir alert was noted. Cannula had blood at site and was not occluded. Customer was advised to do a complete set change. Saturdays infusion set was inserted at leg and current set in upper abdomen. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.